Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparotomy, revision of abdominal scar and mesh due to sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and mesh was implanted. The patient continued to experience pain, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.